Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not charging. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit was not charging. A field service engineer (fse) went onsite and replaced both the power supply and alternating current (ac) power cord. The fse then ran performance verification test (pvt) and confirmed the reported issue was resolved. The fse replaced the power supply and ac power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.